Event description:
A literature review identified the article, williksen jh, frihagen f, hellund jc, kvernmo hd, husby t. Volar locking plates versus external fixation and adjuvant pin fixation in unstable distal radius fractures: a randomized, controlled study. The journal of hand surgery. 2013 aug;38(8):1469-1476. Doi: 10.1016/j.jhsa.2013.04.039. Pmid: 23890493. This prospective, randomized study focused on treating 111 patients with unstable distal radius fractures. The enrolled patients had previously undergone an attempt at closed reduction for either an ao type a or c fracture. The patients were treated between november 2007 to june 2009, and the mean age of the patients was 54 years (range 20-84 years). After the reduction attempt was unsuccessful, the patients were randomized into two groups. The first group of 59 patients were treated with external fixation using adjuvant pins, with 57 patients treated with the stryker hoffman ii external fixator and 2 patients treated with the synthes distal radius fixator. The second group of 52 patients were treated with volar locking plates (vlps) using a flexor carpi radialis approach. Three different plates were used with 28 patients treated with the acumed acu-loc plate, 18 patients treated with the synthes 2.4 lcp distal radius systems, and 6 patients treated with hand innovation dvr plates. Patients were assessed for operative time, mayo wrist scores, range of motion, visual analog scale pain score (vas), the quick-disabilities of the arm, shoulder, and hand (quickdash), and radiological evaluations. In the external fixator group, 18 patients reported complications. Three (3) patients had carpal tunnel syndrome, four (4) patients had complex regional pain syndrome, one (1) patient had fixation failure, two (2) patients had incomplete reduction, six (6) patients had pin infections, and two (2) patients had scar problems. The overall surgical time was 77 minutes. After 52 weeks, this group had a mayo wrist score of 85, a supination mean of 85 degrees, and an ulnar variance of +2.2mm. All other metrics evaluated were similar to the vlp group. In the vlp group, 15 patients reported complications. Three (3) patients had carpal tunnel syndrome, two (2) patients had complex regional pain syndrome, one (1) patient had incomplete reduction, two (2) patients had prominent plates, three (3) patients had screws that were too long, one (1) patient had an intra-articular screw position, and three (3) patients had synovitis. Eight (8) patients had their plates removed due to complications, with six (6) complications related to surgical errors. It was not specified which plates contributed to the reported complications. The overall surgical time was 88 minutes. After 52 weeks, this group had a mayo wrist score of 90, a supination mean of 89[?], and an ulnar variance of +1.4mm. All other metrics evaluated were similar to the external fixator group. This prospective study concluded that the use of volar locking plates for unstable distal radius fractures offered similar or better than patient outcomes to external fixation. The authors noted that the removal of the plates does pose a concern that could be mitigated with improved surgical techniques.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (8 total for this article): note, this MDR is included in the list below. 3025141-2026-00086, 3025141-2026-00087, 3025141-2026-00088, 3025141-2026-00089, 3025141-2026-00090, 3025141-2026-00091, 3025141-2026-00092.